Manufacturer narrative:
The reported complaint of user advisory - ua41 (patient temperature sensor failure) on the autopulse platform (serial # (B)(4)) was confirmed during functional test and archive data review. The investigation findings revealed that the root cause of ua41 was due to a defective temperature sensor as likely attributed to wear and tear. No physical damage observed on the autopulse platform during visual inspection. During archive data review, multiple ua41 was identified on the event date. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua41 (patient temperature sensor failure) displayed when the autopulse platform was powered on. Thus, confirming the reported complaint. To remedy ua41, the defective temperature sensor was replaced. During re-evaluation, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and approved for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed user advisory - ua41 (patient temperature sensor failure) error message on the screen panel. User readjusted the patient but error message could not be cleared. No patient involvement.